Event description:
The facility reported a fall code 570. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No addl info is known.